Event description:
This patient presented to the cardiac catheterization unit and percutaneous coronary intervention (pci) was being performed on a 95% de novo lesion in the mid left anterior descending artery (lad) of 10mm in length. The (type b) lesion was moderately calcified. The physician used a vista brite tip jl3.5 guiding catheter and engaged the left main. Then he crossed the vessel with a bmw wire and tried to stent the lesion directly using the 2.5x13mm cypher stent. Unfortunately, he could not inflate the stent because the hub of the stent was broken and the dye was leaking from the hub, preventing the stent from getting inflated. So he used another stent to stent the area.

Manufacturer narrative:
Please note that this device is not distributed in the united states but it is similar to the us distributed cypher sirolimus drug eluting stent. It is reported to be available for testing and evaluation but has not been received by the manufacturer as of this writing. Additional information has been requested and will be submitted within 30 days upon receipt.